Manufacturer narrative:
Failure analysis revealed the insulin pump had minor scratched lcd window, cracked display window corners, cracked reservoir tube lip, stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called stating there was damage to the battery compartment of his insulin pump. Customer's blood glucose is 39 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.